Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening. A weight test of the explanted material was performed and verified and the device was underweight. A microscopic analysis of the return device identified an extended striated opening on the anterior side assessed as surgical damage. Based on the device analysis, the final assessment is a striated opening assessed as surgical damage.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was reported as rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.